Event description:
A notification received on 2023-10-18 via the long-term outcome and quality indicator (loqi) impella registry alleged a 78 year old male patient had gone into complete heart block with a "probable" relationship alleged with the impella device, as it was believed the catheter was bumping into the av node. The pump was repositioned in the cath lab and intervention was required via insertion of a temporary pacer.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
New information received via abiomed¿s long-term outcome and quality indicator impella registry indicating a patient had endured post procedural bleeding with a "definite" relationship to the impella device. As a result, a wound vac was applied and multiple units of prbc were delivered. "Good hemostasis" was noted after applying additional sutures.

Manufacturer narrative:
The investigation into the access site bleeding major and the vf/vt/af/at issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of access site bleeding was determined to be use issue since oozing that was noticed at the access site had been rectified after applying the additional sutures at the anastomosis. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.